Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multi-organ failure. The device operated as expected and the patient's death was not considered to be device related.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: (B)(4) - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (multisystem organ failure and patient outcome) cannot be conclusively determined through this investigation. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, lists multiple types of organ failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.